Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Age of device: 1 year, 4 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 20170. It was reported that the patient reported increased purulent drainage from the driveline exit site and erythema. A deep wound culture was taken on (B)(6) 2018 which revealed pseudomonas. The patient admitted for administration of intravenous antibiotic treatment and surgical debridement. Follow-up information received stated that surgical debridement and translocation of the driveline exit site were performed. As of (B)(6) 2018, the patient continues to receive cefepime/IV solution for suppression. No further information was provided.

Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. A correlation between the device and the reported event could not be conclusively determined through this evaluation. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU as well as the hm 3 patient handbook also provide information regarding how to prevent infection and how to care for the driveline exit site. The reported event and subsequent investigation do not indicate a manufacturing issue. No further information is available. The manufacturer is closing the file on this event.